Event description:
It was reported that the ilet experienced intermittent connectivity with a dexcom g6 sensor, resulting in signal loss to the ilet and temporary loss of glucose readings, which resolved spontaneously during the call. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included remote review of system status and user education on signal loss troubleshooting. Investigation of this case revealed that glucose data resumed without corrective action, consistent with transient communication disruption. It was concluded that the device functioned as designed after reconnection and that no device malfunction was confirmed.